Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-sep-2021. The most recent information was received on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe back pain, recurrent lumbago') and urticaria ('urticaria') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), urticaria (seriousness criterion hospitalization), swelling abdomen ("lower abdomen very swollen"), fatigue ("severe chronic fatigue"), sleep disorder ("sleep disturbance"), dysstasia ("inability to stand up"), dizziness ("dizziness and discomfort with or without loss of consciousness"), discomfort ("dizziness and discomfort with or without loss of consciousness"), loss of consciousness ("dizziness and discomfort with or without loss of consciousness"), visual impairment ("vision disorder"), eye allergy ("eye allergy"), loose tooth ("loose tooth"), genital haemorrhage ("bleeding before menstruation"), ovulation pain ("very painful stomach during ovulation"), memory impairment ("memory problems"), aphasia ("loss of words"), tendonitis ("tendinitis achilles tendon foot heel"), bone pain ("frequent sensation of stabbing in the tibia"), dyspnoea ("shortness of breath"), asthma exercise induced ("asthma upon exertion"), dyspepsia ("difficult digestion can no longer support fat and alcohol"), alcohol intolerance ("difficult digestion can no longer support fat and alcohol"), fat intolerance ("difficult digestion can no longer support fat and alcohol"), acne ("acne"), apathy ("lack of motivation"), psychiatric symptom ("lack of self-confidence"), depressed mood ("feeling of depression"), fear ("fear"), anxiety ("anxiety"), negative thoughts ("dark thoughts"), stress ("a lot of stress"), myalgia ("muscle pain"), epistaxis ("nose bleed"), rhinitis allergic ("allergic rhinitis"), dry mouth ("dry mouth especially at night"), dry eye ("dry eyes especially at night"), rhinorrhoea ("runny nose wheezing upon exertion"), wheezing ("runny nose wheezing upon exertion"), loss of libido ("loss of libido"), arrhythmia ("heart rhythm disturbance more due to a valve"), cardiovascular disorder ("poor circulation"), oedema peripheral ("oedema foot legs"), abdominal bloating ("bloating"), flatulence ("severe flatulence"), balance disorder ("balance disturbance"), language disorder ("language disorder"), amnesia ("loss of memory"), night sweats ("excessive sweating especially at night"), paraesthesia ("tingling in extremities"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), alopecia ("hair loss") and gait disturbance ("difficulty walking for long periods") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, urticaria, swelling abdomen, fatigue, sleep disorder, dysstasia, dizziness, discomfort, loss of consciousness, visual impairment, eye allergy, loose tooth, genital haemorrhage, ovulation pain, memory impairment, aphasia, tendonitis, bone pain, dyspnoea, asthma exercise induced, dyspepsia, alcohol intolerance, fat intolerance, acne, apathy, psychiatric symptom, depressed mood, fear, anxiety, negative thoughts, stress, weight increased, myalgia, epistaxis, rhinitis allergic, dry mouth, dry eye, rhinorrhoea, wheezing, loss of libido, arrhythmia, cardiovascular disorder, oedema peripheral, abdominal bloating, flatulence, balance disorder, language disorder, amnesia, night sweats, paraesthesia, muscle spasms, limb discomfort, alopecia and gait disturbance outcome was unknown. The reporter provided no causality assessment for acne, alcohol intolerance, alopecia, amnesia, anxiety, apathy, aphasia, arrhythmia, asthma exercise induced, back pain, balance disorder, bone pain, cardiovascular disorder, depressed mood, discomfort, dizziness, dry eye, dry mouth, dyspepsia, dyspnoea, dysstasia, epistaxis, eye allergy, fat intolerance, fatigue, fear, flatulence, gait disturbance, genital haemorrhage, language disorder, limb discomfort, loose tooth, loss of consciousness, loss of libido, memory impairment, muscle spasms, myalgia, negative thoughts, night sweats, oedema peripheral, ovulation pain, paraesthesia, psychiatric symptom, rhinitis allergic, rhinorrhoea, sleep disorder, stress, swelling abdomen, tendonitis, urticaria, visual impairment, weight increased, wheezing and abdominal bloating with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Amendment: the report was amended for the following reason: event difficult digestion can no longer support fat and alcohol was coded as separate entries difficult digestion, can no longer support fat and can no longer support alcohol; event runny nose wheezing upon exertion was coded as separate entries runny nose and wheezing upon exertion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-sep-2021. The most recent information was received on 27-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe back pain, recurrent lumbago') and urticaria ('urticaria') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), urticaria (seriousness criterion hospitalization), swelling abdomen ("lower abdomen very swollen"), fatigue ("severe chronic fatigue"), sleep disorder ("sleep disturbance"), dysstasia ("inability to stand up"), dizziness ("dizziness and discomfort with or without loss of consciousness"), discomfort ("dizziness and discomfort with or without loss of consciousness"), loss of consciousness ("dizziness and discomfort with or without loss of consciousness"), visual impairment ("vision disorder"), eye allergy ("eye allergy"), loose tooth ("loose tooth"), genital haemorrhage ("bleeding before menstruation"), ovulation pain ("very painful stomach during ovulation"), memory impairment ("memory problems"), aphasia ("loss of words"), tendonitis ("tendinitis achilles tendon foot heel"), bone pain ("frequent sensation of stabbing in the tibia"), dyspnoea ("shortness of breath"), asthma exercise induced ("asthma upon exertion"), dyspepsia ("difficult digestion can no longer support fat and alcohol"), alcohol intolerance ("difficult digestion can no longer support fat and alcohol"), fat intolerance ("difficult digestion can no longer support fat and alcohol"), acne ("acne"), apathy ("lack of motivation"), psychiatric symptom ("lack of self-confidence"), depressed mood ("feeling of depression"), fear ("fear"), anxiety ("anxiety"), negative thoughts ("dark thoughts"), stress ("a lot of stress"), myalgia ("muscle pain"), epistaxis ("nose bleed"), rhinitis allergic ("allergic rhinitis"), dry mouth ("dry mouth especially at night"), dry eye ("dry eyes especially at night"), rhinorrhoea ("runny nose wheezing upon exertion"), wheezing ("runny nose wheezing upon exertion"), loss of libido ("loss of libido"), arrhythmia ("heart rhythm disturbance more due to a valve"), cardiovascular disorder ("poor circulation"), oedema peripheral ("oedema foot legs"), abdominal bloating ("bloating"), flatulence ("severe flatulence"), balance disorder ("balance disturbance"), language disorder ("language disorder"), amnesia ("loss of memory"), night sweats ("excessive sweating especially at night"), paraesthesia ("tingling in extremities"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), alopecia ("hair loss") and gait disturbance ("difficulty walking for long periods") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, urticaria, swelling abdomen, fatigue, sleep disorder, dysstasia, dizziness, discomfort, loss of consciousness, visual impairment, eye allergy, loose tooth, genital haemorrhage, ovulation pain, memory impairment, aphasia, tendonitis, bone pain, dyspnoea, asthma exercise induced, dyspepsia, alcohol intolerance, fat intolerance, acne, apathy, psychiatric symptom, depressed mood, fear, anxiety, negative thoughts, stress, weight increased, myalgia, epistaxis, rhinitis allergic, dry mouth, dry eye, rhinorrhoea, wheezing, loss of libido, arrhythmia, cardiovascular disorder, oedema peripheral, abdominal bloating, flatulence, balance disorder, language disorder, amnesia, night sweats, paraesthesia, muscle spasms, limb discomfort, alopecia and gait disturbance outcome was unknown. The reporter provided no causality assessment for acne, alcohol intolerance, alopecia, amnesia, anxiety, apathy, aphasia, arrhythmia, asthma exercise induced, back pain, balance disorder, bone pain, cardiovascular disorder, depressed mood, discomfort, dizziness, dry eye, dry mouth, dyspepsia, dyspnoea, dysstasia, epistaxis, eye allergy, fat intolerance, fatigue, fear, flatulence, gait disturbance, genital haemorrhage, language disorder, limb discomfort, loose tooth, loss of consciousness, loss of libido, memory impairment, muscle spasms, myalgia, negative thoughts, night sweats, oedema peripheral, ovulation pain, paraesthesia, psychiatric symptom, rhinitis allergic, rhinorrhoea, sleep disorder, stress, swelling abdomen, tendonitis, urticaria, visual impairment, weight increased, wheezing and abdominal bloating with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('severe back pain, recurrent lumbago') and urticaria ('urticaria') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), urticaria (seriousness criterion hospitalization), swollen abdomen ("lower abdomen very swollen"), fatigue ("severe chronic fatigue"), sleep disorder ("sleep disturbance"), asthenia ("inability to stand up"), dizziness ("dizziness and discomfort with or without loss of consciousness"), discomfort ("dizziness and discomfort with or without loss of consciousness"), loss of consciousness ("dizziness and discomfort with or without loss of consciousness"), visual impairment ("vision disorder"), eye allergy ("eye allergy"), loose tooth ("loose tooth"), genital haemorrhage ("bleeding before menstruation"), ovulation pain ("very painful stomach during ovulation"), memory impairment ("memory problems"), aphasia ("loss of words"), tendonitis ("tendinitis achilles tendon foot heel"), bone pain ("frequent sensation of stabbing in the tibia"), dyspnoea ("shortness of breath"), asthma ("asthma upon exertion"), dyspepsia ("difficult digestion can no longer support fat and alcohol"), acne ("acne"), apathy ("lack of motivation"), psychiatric symptom ("lack of self-confidence"), depressed mood ("feeling of depression"), fear ("fear"), anxiety ("anxiety"), thinking abnormal ("dark thoughts"), stress ("a lot of stress"), myalgia ("muscle pain"), epistaxis ("nose bleed"), rhinitis allergic ("allergic rhinitis"), dry mouth ("dry mouth especially at night"), dry eye ("dry eyes especially at night"), wheezing ("runny nose wheezing upon exertion"), loss of libido ("loss of libido"), arrhythmia ("heart rhythm disturbance more due to a valve"), cardiovascular disorder ("poor circulation"), oedema peripheral ("oedema foot legs"), abdominal bloating ("bloating"), flatulence ("severe flatulence"), balance disorder ("balance disturbance"), speech disorder ("language disorder"), amnesia ("loss of memory"), hyperhidrosis ("excessive sweating especially at night"), paraesthesia ("tingling in extremities"), muscle spasms ("muscle spasms"), limb discomfort ("heavy legs"), alopecia ("hair loss") and gait disturbance ("difficulty walking for long periods") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, urticaria, swollen abdomen, fatigue, sleep disorder, asthenia, dizziness, discomfort, loss of consciousness, visual impairment, eye allergy, loose tooth, genital haemorrhage, ovulation pain, memory impairment, aphasia, tendonitis, bone pain, dyspnoea, asthma, dyspepsia, acne, apathy, psychiatric symptom, depressed mood, fear, anxiety, thinking abnormal, stress, weight increased, myalgia, epistaxis, rhinitis allergic, dry mouth, dry eye, wheezing, loss of libido, arrhythmia, cardiovascular disorder, oedema peripheral, abdominal bloating, flatulence, balance disorder, speech disorder, amnesia, hyperhidrosis, paraesthesia, muscle spasms, limb discomfort, alopecia and gait disturbance outcome was unknown. The reporter provided no causality assessment for acne, alopecia, amnesia, anxiety, apathy, aphasia, arrhythmia, asthenia, asthma, back pain, balance disorder, bone pain, cardiovascular disorder, depressed mood, discomfort, dizziness, dry eye, dry mouth, dyspepsia, dyspnoea, epistaxis, eye allergy, fatigue, fear, flatulence, gait disturbance, genital haemorrhage, hyperhidrosis, limb discomfort, loose tooth, loss of consciousness, loss of libido, memory impairment, muscle spasms, myalgia, oedema peripheral, ovulation pain, paraesthesia, psychiatric symptom, rhinitis allergic, sleep disorder, speech disorder, stress, swollen abdomen, tendonitis, thinking abnormal, urticaria, visual impairment, weight increased, wheezing and abdominal bloating with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.